Event description:
Info received indicates the call bell is not working.

Manufacturer narrative:
The tech found loose pins on the communication cable connector. The tech repaired the pins to repair the bed.